Event description:
It was reported the device was stuck on guidewire. A 2.1 mm jetstream xc catheter was selected for a lower extremity arterial plaque resection procedure to treat lower extremity arteriosclerosis obliterans (aso) above the patient's knee. During the procedure the device became stuck on a 014 thruway 300cm/short taper/straight guidewire. The device and guidewire had to be removed together as one unit. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - patient birth year: 1946, birth date and month not provided. E1 - initial reporter facility name: (B)(6). Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Device to device interaction test was performed and a test guidewire was able to pass through without any issues. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis could not confirm the reported stuck on guidewire.

Manufacturer narrative:
A2 - patient birth year: 1946, birth date and month not provided. E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported the device was stuck on guidewire. A 2.1 mm jetstream xc catheter was selected for a lower extremity arterial plaque resection procedure to treat lower extremity arteriosclerosis obliterans (aso) above the patient's knee. During the procedure the device became stuck on a .014 thruway 300 cm guidewire. The device and guidewire had to be removed together as one unit. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.